Event description:
It was reported that cartridge alarm 20 occurred and that issue did not occur during cartridge load process, with previous similar cartridge alarms already reported for same pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with plan to rely on alternate insulin method if necessary, and technical support arranged replacement pump.